Event description:
Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). No product was returned; based on the images provided, the batteries show damage. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: new zealand.

Event description:
It was reported that outside of surgery the packaging was open and the device was activated to test and overheated. The batteries display some damage. There was no patient involvement. Due diligence is in progress and there is no additional information available. There was no adverse event associated with the malfunction.